Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. To address the failure, the se replaced the breath delivery (bd) printed circuit board (pcb) central processing unit (cpu). The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt), and all calibrations in accordance to manufacture specifications.

Event description:
It was reported that an 840 ventilator display goes blank. The ventilator was not on a patient at the time of the event.